Event description:
Caller reported a cartridge alarm 20 issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and arranged to replace the pump under warranty. The customer was advised to use multiple daily injections or a backup pump for insulin delivery and instructed on returning the faulty pump. A replacement pump was sent, with guidance provided for setting up the new pump and connecting the continuous glucose monitor.